Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator changeout. Interrogation performed prior to the procedure revealed that the patient's atrial lead exhibited noise over-sensing resulting in inappropriate mode switching. Pacing inhibition was noted as well. The lead was capped and replaced on (B)(6) 2021. The patient was stable.